Event description:
It was reported that during a hepatectomy procedure, the surgeon was using the device and the tissue pad fell off. The piece did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.